Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The cine drives were reformatted and replacements were placed on order. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 had reported incorrect information on particular cine runs. There was no adverse patient involvement reported. There was no patient information reported.